Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: rotation secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was repositioned but this did not resolve the problem. The lens was then exchanged with a longer length, and implanted in a different position (vertically) and this resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry - lens was stuck in the vial and needed bss to detatch it. Visual inspection found the lens optic torn/split/deformed/broken, the haptic was broken. Dimensional inspection found the overall length within specifications. It was noted "unable to perform lens width measurements due to haptic broken". Claim#: (B)(4).